Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, the cause of the break cannot be directly determined based on the physical evaluation of the fiber. As a result, the presumed cause and a definitive root cause could not be determined. The event can be detected by following the instructions for use: soltive¿ superpulsed laser fiber single-use, revision af, it was found that the device preparation section on page 3, includes "if any damage is observed such as breaks, kinks or damaged components, do not use the fiber", device handling section on page 3, states "do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius (table 2); doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired (refer to the laser system manual)." And lntraoperative instructions section on page 4, states "be careful to not use too much force, as this can damage the fiber or laser system connector.". Additionally, the laser safety considerations section on page 1, warns: "damaged or improper use of the laser fiber in an incorrect manner may lead to: ¿ severe eye or tissue injury. ¿ fire in the treatment area. ¿ unintended exposure to the patient or medical staff to laser radiation" and "failure of the structural integrity of the device or the failure of the device may lead to treatment room personnel or patient injury, and/or fire in the treatment room. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ball tip single use fiber that was connected to the tfl-pls (premium super pulsed laser system) burned off immediately at the connection end of the tfl-pls when the foot pedal was engaged. The issue occurred at the beginning of a therapeutic ureteroscopy laser lithotripsy procedure. The fiber was replaced, and the procedure was completed using the same set of equipment without delay. There were no reports of patient harm.